Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. During a procedure to upgrade the patient to a cardiac resynchronization therapy pacemaker (crt-p), this lead was surgically abandoned. A new atrial lead was not implanted as the patient has atrial fibrillation. Instead the ra port was plugged. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.